Event description:
It is reported that a customer experienced low blood glucose of 45 mg/dl. The customer was treated for the high blood glucose with juice. The reason for the low blood glucose was because the customer has not worn his sensor attached to his insulin pump for 3 days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.